Event description:
It was reported that there was a malfunction resulting in over delivery of pressure. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00843 is being filed to correct the block b3 incident date from 01/22/2004 to 01/22/2024.